Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report stating during a recent in-service, a dry demonstration was being performed on a clean, fully reprocessed duodenoscope (pentax model ed-3490tk). During the demonstration, "a large piece of tissue" was retrieved from the elevator channel of pentax model ed-3490tk. Pentax medical contacted the initial reporter via email to retrieve additional information regarding the event, reprocessing techniques followed at the facility, and to initiate return of the duodenoscope to pentax medical for evaluation. A response was received on 03/31/2016 stating the steps in the cleaning of the elevator channel were most likely not properly followed by the individual who cleaned the scope prior to reprocessing. As a result, "the scope was properly cleaned and reprocessed and placed back in the scope cabinet." To our knowledge, the duodenoscope has not been used since the event occurred. In addition, the material retrieved from the elevator channel was not analyzed or confirmed to be tissue by a medical professional. It was stated the material was "yellow, moist, gummy, spongey and approximately 0.6 cm(l) x 0.2cm (h) x 0.6cm(w)." The material was disposed by the facility and is not available for evaluation. The facility provided information on reprocessing systems/agents currently in use: steris reliance automatic endoscopic reprocessor with germicide high level disinfectant scope buddy, klenzyme detergent, pentax model cs-c9s brush , pentax model cs-6021t brush. In addition, the facility sometimes use a ruhoff squeegee brush in addition to the pentax brushes. The facility was contacted by pentax medical on 04/01/2016 and instructed to quarantine the duodenoscope to prevent any patient exposure. Pentax medical is currently pending return of the duodenoscope for evaluation.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
The facility was contacted on (B)(6) 2016 and instructed to send the duodenoscope to pentax medical for evaluation. A response was received from the facility which indicated that the scope did not need to be quarantined or sent in as the facility believed the technician did not properly clean under the elevator channel. The facility indicated it would deal with this internally. The facility has not subsequently returned the scope to pentax medical. A device history review could not be performed since the facility did not provide pentax medical a serial number for the duodenoscope involved in the event. No further information has been received for this event, therefore, pentax medical considers this medwatch report closed.